Event description:
The customer reported that they had questionable results for approximately 300 patient samples tested for ammonia. Of the approximately 300 samples, one was found to have an erroneous result. The sample initially resulted as 662 umol/l and this value was reported outside of the laboratory. The result was questioned by a doctor, so the sample was repeated on a different c501 analyzer (serial number 0955- 18). The repeat result was 71 umol/l and this value was believed to be correct. The customer corrected the ammonia result. The patient was not adversely affected by the event. The ammonia reagent lot number was 65691801 with an expiration date of 08/31/2013. The customer stated that they noticed that the r2 rinse station was overflowing with yellow liquid which spilled over the top of the reaction cells and around the ultrasonic mixers. The field service representative determined that there were worn syringe seals and a partially clogged r2 probe. He replaced all syringe seals and the r2 probe. He performed initialization, air purges, and mechanism checks successfully. The customer ran calibration and quality controls which were within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly = r2 rinse station.